Event description:
I had a breast augmentation in on (B)(6) 2018. About 2.5 months later, I began having dizzy spells that felt like seizures but I wouldn't lose control of my body. They have been ongoing since (B)(6) of 2018. I am now experiencing joint pain, gi issues, inflammation, weight gain, severe fatigue, severe brain fog, confusion, concentration issues, and sensitivity to sound, this has hindered my ability to work and my performance has declined ultimately leading to not being given the promotion I deserved because I couldn't stay organized. Although I take adderall for my add, taking my normal dose was not helping and increasing by the smallest amount would give me a headache. I have been taking adderall since (B)(6) 2015 and never experienced any issues before. FDA safety report ID # (B)(4).